Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the testing instrument in question. The camera report was optimal, and no instrument errors were noted on the day of testing. The immucor laboratory tested retention product on (B)(6) 2019, which performed as expected. The immucor laboratory also received a blood sample from the customer site ((B)(4)) and tested it on (B)(6) 2019 against retention product of r038 and (B)(4), which yielded an expected positive outcome. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.